Event description:
Technician alleged that the head right brake caster swivels while locked. No injuries reported.

Manufacturer narrative:
The technician replaced the head right brake caster to resolve the issue.